Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum outputs the day post implant. The patient's underlying rhythm was sinus bradycardia at 55bpm. It was determined the lead was micro-dislodged. Surgical intervention was performed and the lead was explanted as the helix would not retract. Another rv lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. The insulation was cut through to the rs- lumen at 332mm from the terminal pin. The helix was extended, intact, and undamaged. There was blood/body fluid in the rs- lumen due to the cut in the insulation and there was also blood/body fluid in the helix housing. Resistance tests were completed to assess lead electrical performance integrity. Measurements throughout these tests were within normal limits. It was noted that the extendable/retractable helix lead is susceptible to blood infiltration, and may cause irregularities in the extension or retraction of the helix. The lead dislodgement could not be confirmed through analysis. The observation that the helix would not retract was confirmed and likely the root cause was blood clogging in the helix mechanism.